Event description:
The iab was inserted into the pt on 3/3/98 at 10:30 am and removed on 3/4/98 at 9:00 am. The iab did not malfunction. A vascular surgeon was consulted. The pt had loss of pulse and removal of the iab was required. The pt's pulse improved after removal. (Event complications: removal required/loss of pulse-reported 3/9/98.) (Pt's current status: discharged-rpt'd 3/9/98.)